Manufacturer narrative:
The pump was received with a blank display and electronic stack overheating. Low battery alert less than 1 week unknown due to blank display. Failure isolated to electronic stack. Could not perform the displacement test, the active current measurement and the sleep current measurement test due to blank display.

Event description:
The customer's mother reported via phone call that insulin pump got over heat. Customer's blood glucose level was unknown. Customer was assisted with troubleshooting. Customer stated that they were also get post reset crc alarm error alarm and they assisted for troubleshooting. The insulin pump will be returned for analysis.